Event description:
It was reported that a physician was attempting to use a 2.75 mm diameter x 18mm length endeavor sprint drug eluting stent to treat a moderately calcified lesion with moderate vessel tortuosity. It was reported that the device could not pass through the lesion. No clinical sequelae were reported. The device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 4th proximal stent segment was raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Evaluation results: lesion morphology (moderately calcified and tortuous lesion). Inherent risk of a procedure (failure to deliver the stent and stent deformation). Deformation problem. Conclusion results: known inherent risk of a procedure (failure to deliver the stent and stent deformation). Lesion morphology (moderately calcified and tortuous lesion). (B)(4).